Event description:
Report rec'd from USA stating that the device needed to be serviced. During servicing, the device was found to have hose damage. It is unknown if the device was being used during surgery. It is also unknown if there was any patient or user injury or medical intervention related to the event. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.